Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the customer noted that the monopolar curved scissors tip cover instrument accessory got bunched up causing the instrument to be stuck on the patient side manipulator (psm). After troubleshooting with an isi representative, the site ended up undocking and retrieved the instrument simultaneously from the psm. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.